Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain #4) alarm. The patient was connected at the time of the alarm, during drain four of five of peritoneal dialysis therapy. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The patient woke up and had to vomited. There was nothing unusual that could have caused or contributed to the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Leak testing, clear passage test, clamp function test, device to device interaction testing were performed with no issues noted. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.